Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed on the original product. Operations were reviewed to verify they were properly performed. Testing was able to be performed on a similar lot's products. These review and testing detected no discrepancies. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Event description:
It was reported that there were palpable lumps under the skin and erythema at the infusion site. No patient injury was reported.